Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Caller is not using a case & keeping it in a snug front pocket with it pressed into his skin. Issue has not recurred since kept out of pocket. There was no adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy.